Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that it would not run and the trigger was jammed. It was further determined that the gear was frozen due to corrosion, the seals were worn, and water was found inside the device. The assignable root cause was determined to be due to wear on internal mechanical and electronic components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the battery reciprocator device had intermittent contact. It was reported that there was a five minute delay in the surgical procedure. An identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.